Event description:
Patient representative has reported ¿significant pain¿, ¿tenderness of the breast¿, ¿capsular contracture baker grade iii¿, ¿fatigue¿, ¿headaches¿ ¿itchiness in the cleavage¿ ¿enlarged lymph nodes in the neck and under the armpits after explantation¿ ¿patient also suffers from depression¿ ¿anxiety due to device recall¿, ¿the entire procedure (explantation) has resulted in scarring and deformities in the chest area¿, ¿increased risk of alcl and therefore increased psychological pressure¿ ¿constant bladder infections - improved after explantation¿ and "silicone bleeding" (side unknown)¿,the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Pruritus: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Health effect impact code: f1903. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lymphadenopathy.

Event description:
Patient representative has reported ¿significant pain¿, ¿tenderness of the breast¿, ¿capsular contracture baker grade iii¿, ¿fatigue¿, ¿headaches¿ ¿itchiness in the cleavage¿ ¿enlarged lymph nodes in the neck and under the armpits after explantation¿ ¿patient also suffers from depression¿ ¿anxiety due to device recall¿, ¿the entire procedure (explantation) has resulted in scarring and deformities in the chest area¿, ¿increased risk of alcl and therefore increased psychological pressure¿ ¿constant bladder infections - improved after explantation¿ and "silicone bleeding" (side unknown)¿,the device has been explanted.